Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.